Event description:
The complainant alleged that during an inservice training session by a zoll sales representative the device displayed a bridge test failure. The complainant indicated there was no pt involvement with this reported malfunction.